Manufacturer narrative:
(B)(4): the insulin pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was fully intact. The ok and down arrow keypad buttons respond intermittently and require excessive force to evoke a response. All other keypad buttons are normally responsive and have normal spring back or click. The keypad was removed to investigate revealing visible contamination under the key contacts. Unrelated to the complaint, evaluation revealed a discoloured display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the ok keypad button had to be pressed multiple times in order to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associated with this complaint.